Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30494993m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a(B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. During lpv ablation, the patient complained of chest pain, and pericardial effusion was confirmed by body surface echo. The procedure was discontinued, and drainage was performed. After that, vitals became stable, and the patient left the room. The physician commented that as a result of drainage, venous blood was found, and since blood pressure decreased once in the early stage of the case, might it be caused by the perforations in ra with the radio frequency needle during brockenbrough. Additional information: the physician¿s opinion on the cause of this adverse event was procedure related. A transseptal puncture was performed but details of needle product were unavailable. There was no evidence of a steam pop. The outcome of the adverse event was improved.